Event description:
Elderly patient with hip pain and degenerative joint disease, underwent total hip arthroplasty at another facility in the summer of 2009. The patient was seen in the early fall of 2010 with increasing hip pain. MRI showed pseudotumor and large fluid collection. The fluid was drained and a hip acetabular revision surgery was carried out several months after. ====================== health professional's impression======================metal on metal reaction